Manufacturer narrative:
(B)(4). G2: foreign, event occurred in spain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that when opening the implant, black debris was detected on the back of the liner. A new liner was used instead to avoid implanting the one with the debris. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.